Event description:
Deconnection of the system at the sampling site level during clamping. No control of the cfs drainage. High infection risk.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the device product code 82-1730, with lot number cpccct, conformed to the specifications when released to stock on the 15th march 2013. Review of the sterilization certificate confirmed to the specifications when released on the 11th march 2013. No root cause could be determined since no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. The complaint is considered closed at this time. Device not returned.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.